Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 260 mg/dl in 2009. He initially believed elevated blood glucose was due to a wound on his leg and he now believes the infusion device is not delivering enough insulin. He stated that the piston rod of the infusion device makes an abnormal sound during bolus delivery. He switched to his backup infusion device and his blood glucose decreased. His normal blood glucose level is 130 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.